Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box or pump histories was not possible because the pump was used past the original complaint date of (B)(6) 2011. On inspection, the battery cap threads are stripped and the cap does not allow the pump to properly power up. A test cap was used for testing purposes. With the test cap in place, the pump boots to the "verify" screen with auditory and vibratory alarms. The pump was exercised for 24hrs with no difficulties noted. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pt reported that he usually tests his bg two times per day. The owner's booklet advises pts to test the blood glucose a minimum of 4 times daily. The pt did not adhere to that advice and was therefore not aware of the progressive elevation of his blood glucose toward diabetic ketoacidosis. The pump has not been returned to animas for eval. The pt has continued to use the pump with no reported subsequent event. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported hospitalization with diabetic ketoacidosis accompanied by emesis; his blood glucose (bg) was 454mg/dl upon admittance. He said that he received intravenous insulin in the intensive care unit. The pt reported that upon admission the infusion set was removed and a bent cannula was discovered. The pt reported that he changed his infusion set around 8:00pm on (B)(6) 2011; he said he was drinking alcohol that evening; and he stated that he awoke with bg 400mg/dl. He said he did not test the bg after the site change per protocol. Insulin pump therapy (ipt) was restarted in the hospital after the pt inserted a new site. The pt reported that he then experienced elevated bg of 400 mg/dl and 316 mg/dl on the evening of (B)(6) 2011 while using ipt in the hospital. He reported that prior to the bg of 400 mg/dl the pump alarmed "basal program is empty." Review of the basal menu revealed that the active basal program was 2-other instead of 1-weekday; the 2-other program has zero basal rate settings and is not generally used by the pt. After the bg of 316mg/dl, he discovered a bent cannula again as well as a large air bubble in the cartridge. Review of the cartridge did not reveal any leakage of insulin or other cartridge issues. The pt reported during a follow up contact that he replaced the infusion set and his bg was 122mg/dl. Customer support concluded that the bg excursions were attributed to infusion set and site issues, empty basal rate program activation, and air bubbles in the cartridge. This event is being reported as user error related to all three causes of bg elevation.